Event description:
It was reported that backflow was experienced while using an unknown secondary set. This occurred during patient infusion with fluconazole as a secondary IV at a rate of 100 cc/hour. The reporter stated that fluid had backed up into the primary IV bag even though the primary bag was hanging well below the secondary bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.